Manufacturer narrative:
Additional information received from the local field representative indicated that the patient plans to be seen at the next regularly scheduled appointment. No device programming changes have been performed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing on some stored atrial tachy response (atr) episodes. There were also some high ra pacing impedance measurements of approximately 700 ohms in a review of the daily measurements. Boston scientific technical services (ts) recommended turning off a feature related to respiratory sensing. They also recommended performing some additional troubleshooting regarding the high ra impedance measurements. No adverse patient effects were reported.